Event description:
It was reported that noise was seen during treated and untreated episodes. A possible electrode malfunction was alleged. A review by technical services was pending. No adverse patient effects were reported. The lead remains implanted.

Event description:
It was reported that noise was seen during treated and untreated episodes. A possible electrode malfunction was alleged. A review by technical services was pending. No adverse patient effects were reported. The lead remains implanted. Ts reviewed the data and noted that the lead was faulty and possible abraded within the pocket. After discussion with the patient it was determined there would be no further adjustments. Therapy was discontinued and the patient was discharged voluntarily,